Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and spinal pain. The patient reported that their therapy was hurting them and not helping. They indicated that this has been an issue since implant. The patient stated that they had the implantable neurostimulator (ins) and leads explanted 3-4 years ago. No further complications were reported or anticipated.